Event description:
Pacemaker implant procedure. The lead was inserted via sheath into the left subclavian and advanced to the right atrium, where it became lodged, unable to advance, retreat, untangle or move lead. Physician made several attempts to remove the lead but was unsuccessful. Physician decided to leave in place, cap for safety. After the physician proceeded with dual chamber pacemaker placement.